Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive when using the simplexa covid-19 direct assay, but previously was negative on a competitor assay (cepheid genexpert). Run analysis on the simplexa results showed one sample ID (B)(4) was positive only for orf1ab (CT = 38.3). The customer stated the sample was previously tested on the cepheid genexpert and resulted negative. Repeat test on both the cepheid and simplexa assay resulted negative. The patient remained asymptomatic. The customer's device and suspected false positive sample was not returned for investigation. It is known that the genexpert targets (e gene, n2 gene) are different than the simplexa assay. Based on the information provided, the potential cause is either the sample is near the limit of detection of the simplexa assay and was not detected by the different targets of the competitor assay, or the initial sample was contaminated. Without the customer's device or patient sample, these potential causes could not be confirmed. A retain lot of the suspected device was tested on 5/15/2021 for a separate issue with 14 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# 10161n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 9760n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive when using the simplexa covid-19 direct assay, but previously was negative on a competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. The patient was asymptomatic at the time of the test. Other than the patient sample ids, other patient information was not provided.